Event description:
Discrepant axsym-toxo m results were obtained on the axsym analyzer when testing a sample from a pregnant pt. An intial positive result (index value=0.840) was generated. The sample was repeated and a negative result was obtained (index value=0.094). The sample was repeated two more times with positive results (index value=0.946 and 0.855). The account was concerned with the negative result which was generated. There was no impact to pt management.